Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error e226. The issue was found during inspection for use for unspecifies procedure. There were no reports of patient involvement. Customer comment is error e226 in camera head and onsite inspection result is check and found that error e226 is coming rsa code- chi1019.